Event description:
It was reported that the patient was canalized with jelco 18. For preparing, asepsis and antisepsis are performed, permeability and return are verified, results are positive. Patient entered or with no inconvenience regarding meds or anesthesia. When arriving to recovery room and put up the meds, filtration is observed and jelco is split. A new canalization was performed.

Manufacturer narrative:
No product has been returned, therefore no failure investigation could be performed. We cannot confirm whether a quality related issue has resulted in the customer reported problem. The DHR review didn't show any anomaly related to the referenced defect.